Event description:
It was reported that this right ventricular (rv) lead exhibited under-sensing. A revision procedure was performed and the rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). The rv lead will not be returned. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.